Event description:
Customer reported leaking of one vial after inoculation of specimen. Customer reported that specimen was positive for mycobacteria. No death or serious injury has occurred as a result of this event.